Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that around 6-7 pm his blood glucose (bg) reached 311 mg/dl. He did a correction bolus of about 14 units (in anticipation of a meal and ice cream, as well as high bg levels) around 8:52 pm. Patient stated he believes he just over bolused, as he has been working a lot and has been really tired, may have not been paying too much attention. He uses the bolus calculator and usually adds a few more units. The next morning at around 6 am his bg was 19 mg/dl or 20 mg/dl. An ambulance was called, as his bg was extremely low. Patient stated he was really out of it when they arrived and does not know how much glucagon (via shot) was given to him. The paramedics were there for about 45 ¿ 60 minutes and his girlfriend gave him a peanut butter and jelly sandwich. The pod was discarded.